Event description:
It was reported the patient experienced a loss of therapeutic effect. A couple months prior to (B)(6) 2014, the patient began having bladder problems/minor bladder issues. Stimulation was slightly increased, but since the adjustment, the patient had not noticed a change in bladder issues. They did indicate that they felt stimulation ¿more intensely¿ when sitting on hard surfaces or in the bathroom. It was noted the patient had lost 60 pounds and that ¿may have¿ contributed to this. In addition, for 4 months prior to (B)(6) 2014, the patient felt a burning/shooting pain in their urethra and wondered if it was related to the therapy or ¿end of service¿ approaching. The patient wanted to decrease stimulation, but was unable to. They could not connect the programmer to the implantable neurostimulator (ins). It was indicated the patient had not placed the antenna over the ins during previous attempts. Stimulation was verified to be on and was decreased from 1.4v to 1.2v. Later in (B)(6), the patient began having issues. It was stated that ¿it quit working.¿ the patient had urgency to go to the bathroom ¿a lot.¿ this started one day and then had gradually gotten worse. It was noted the patient had fell sometime in (B)(6) 2014. The patient had back problems and went to see a chiropractor, but they were careful not to ¿mess¿ with the stimulator. The representative checked the device on (B)(6) 2014 and it was noted that there were ¿4 or 6 frequency modulators or something, and only 1 was working.¿ high impedances (>4,000 ohms) on all electrodes were noted. The unit was ¿apparently malfunctioning¿ and the representative did not know what it was; broken wire/wire undone was noted. The representative could not tell if it was a bad wire or bad unit. The doctor was to take an x-ray to determine if the electrodes were disconnected. At the time of the report, the patient was not able to feel stimulation on any of the programs with maximum amplitude. The battery was showing 15-30% left. No interventions were noted and no outcome was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).